Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a direct tested kit swab on an unknown date. Per the customer, the patient was on day 14 of a quarantine and tested positive with the ID now covid-19 assay. Confirmation testing via an unknown pcr platform generated a negative result (rdrp gene) and positive result (e gene, CT value 39.17). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a direct tested kit swab on 05apr2022. Per the customer, the patient was on day 14 of a quarantine and tested positive with the ID now covid-19 assay. Confirmation testing via an unknown pcr platform generated a negative result (rdrp gene) and positive result (e gene, CT value 39.17). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide updated event information. The investigation is still pending. A supplement report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1063244 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1063244 and test base part number 190-430 / lot 1063244. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063244 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.